Event description:
It was reported that, this right ventricular (rv) lead exhibited an increase in pacing impedance of from 950 ohms at implantation to 1350 ohms at discharge. At the 10-day follow-up, an increase in pacing impedance was noted, reaching 1650 ohms. At the next follow-up, a red alert was raised for pacing impedance greater than 2000 ohms and safety switch to unipolar occurred. During troubleshooting, all provocative maneuvers performed were negative. After performing an x-ray, it was seen that the screw had partially retracted respect to the implant procedure. In accordance with the patient clinical history, the stability of the position and the good sensing and threshold parameters, the doctor decided not to revise the system and keep monitoring. This rv lead remains in service. No adverse patient effects were reported.